Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead exhibited noise oversensing at a post-surgery device check. The patient had a thoracotomy. Boston scientific technical services (ts) was contacted and reviewed remote monitoring data. Based on the review of device data, ts noted normal device operation. The health care professional indicated the cause of the noise was surgical tools. This device remains in service. No adverse patient effects were reported.